Event description:
Pt revised to address tibial and femoral loosening, osteolysis and polyethylene wear noted on insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.